Event description:
The information provided to sjm indicated a patient underwent mitral valve replacement with a 29mm sjm biocor tissue valve (model: b10-29m, serial: (B)(4)). The patient developed a high gradient, cough, syncope and calcification of the annulus. The valve was explanted and replaced with a 27mm sjm master series valve (model: 27m-101, serial: (B)(4)). Pannus was noted after explant.